Manufacturer narrative:
(B)(4) was not returned for evaluation. Review of the manufacturing records confirmed that the associated driveline met all requirements prior to release. Review of the controller log files associated with the event showed parameters to be within normal operation. On-site inspection by the clinical engineer revealed dried blood inside the driveline, confirming the reported event. An isolation of blood servicing procedure was performed to mitigate the conditions reported. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the risk documentation, multiple factors can lead to blood in the driveline such as improper seal of the pump¿s driveline (outer sheath) to the pump header and damage via cut or nick of the pump¿s driveline outer sheath. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was recently implanted on (B)(6) 2016 and blood started to fill driveline coming from inside body and contained within the driveline for about 6 inches outside the body. Repair was dispatched and patient remains hospitalized. Service form indicated that there was dried blood visible in driveline by patient's exit site and no associated controller alarms. Pump did not stop during repair and repair was verified. No injury was reported due to this and clarification is pending of outcome.